Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket tore with the new mod code product. The trocar had a slow leak and was used throughout the case. The tear was not noticed until after the case. There was no consequence to the pt.